Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. A review of the device history record revealed one exception document recorded for insufficient application of bonding solution. The associated product was scrapped. The complaint database was reviewed and found no similar complaints for this lot number. Similar devices underwent various testing protocols to determine root cause(s). The rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval: method: other, similar devices were tested and evaluated, device history record was reviewed, complaint database was reviewed.

Event description:
The rotator on the stopcock broke during use. There was no report of harm or injury.